Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the gall bladder on (B)(6) 2016. According to the complainant, during the procedure, when withdrawing the balloon, the balloon became stuck and could not be pulled out from the endoscope. The inflation media was removed and still the device could not be removed. The distal tip of the device then detached into the patient and was retrieved using the "emergency gravel system". There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the complaint device found that the catheter was broken into two pieces. There was a kink in the catheter, and the shaft was stretched. Functional analysis could not be performed due to the condition of the returned device. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the gall bladder on (B)(6) 2016. According to the complainant, during the procedure, when withdrawing the balloon, the balloon became stuck and could not be pulled out from the endoscope. The inflation media was removed and still the device could not be removed. The distal tip of the device then detached into the patient and was retrieved using the "emergency gravel system". There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.